Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon ruptured. The 90% stenosed target lesion was located in the non-calcified, moderately tortuous saphenous vein graft. The 7.0x40mm wanda balloon was initially inflated to 7atm. On the second inflation to 10atm the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and the patient was reported to be "good". This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors. Device not returned for analysis.